Event description:
It was reported that a file separated and possibly perforated the root. The separated piece was retrieved, though the pt experienced swelling and was administered antibiotics and steroids.

Manufacturer narrative:
In this event, it was reported that a file separated and possibly perforated the root; it is not possible to determine if the actual separation - a malfunction - was the cause of or a contributing factor to the perforation - an event that may occur in the absence of a product malfunction. Though the separated piece was retrieved, the pt experienced swelling and was administered antibiotics and steroids. While it is not known if the file involved caused/contributed to the perforation or subsequent reaction, it is possible. As such, and because intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.